Event description:
The customer reported that the device reboots. There was no report of adverse patient impact.

Manufacturer narrative:
The factory has not yet received the device for eval, and the complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.